Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer who reported that they had issues with the catheter, the catheter was ¿corroded¿. The patient went into morphine withdrawal. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). It was reported that the catheter was not available. The customer discarded. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8784, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Product ID: 8782, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 15-nov-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 10 mg/ml concentration at 2.5 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that catheter event had been confirmed. Catheter issue of breakage 7 cm from the pump segment was reported. The catheter revision occurred yesterday. No patient symptom was reported. No further complications were reported.